Event description:
This lead was returned without documentation from an unknown person. Per medtronic, the patient received one of their pacemakers in 2005 but they are still showing this lead as active. The patient has not been seen at the noted following physician's office in years and they had no information about this lead. It is unknown why this lead was explanted, or the date it was removed. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the proximal fragment was received. The morphology of the cuttings indicates that the fragmentation of the lead most likely originated from the explant procedure. The returned fragment was visually and electrically analysed. The inspection of the insulation confirmed that the fragment was, apart from the present cuttings, free of insulation breaches. In addition, the dc resistances of the fragment were investigated and proved to be flawless. No peculiarities were found. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, no indication of a material or manufacturing problem was noted during analysis.